Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bubble found in dso sensor and showed last error code 46440. Event occurred during preventive maintenance.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "bubble found in downstream occlusion (dso) sensor and showed last error code 46440¿ was confirmed through functional testing. The cause was the faulty dso seal. The dso will be replaced upon customer approval. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.